Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.4, lab: 4.1. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B)(6) 2012, inratio meter = 1.4 inr; reference = 4.1 inr, mean = 2.75; confidence limits = 1.7-3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 273300 on (B)(6) 2012, met accuracy and precision criteria. Test results are as follows: donor (B)(6) = 2.7, 2.6, 2.4 inr; donor (B)(6) = 1.5, 1.6, 1.6 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor (B)(6) (2.20 inr) and donor (B)(6) (1.90 inr), respectively. In-house test results have 5.95% and 3.69%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. Pt has condition which could affect test accuracy. No product was expected to be returned. With retained strips, in-house therapeutic sample test results met accuracy and precision criteria. A total of 16 discrepant results complaints were reported for lot 273300 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.